Manufacturer narrative:
(B)(4). The insulin pump received with cracked display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window.

Event description:
Customer reported on (B)(6), 2014 there where several pieces that came off on the battery thread. Customer's blood glucose was 70 mg/dl. Customer reported there were missing pieces in the plastic. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.